Manufacturer narrative:
Additional information was added: the device was manufactured between march 04, 219 - march 06, 2019. The actual device was not available; however, five (5) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed of the one (1) randomly selected sample with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during mixing and compounding. There was no patient involvement. No additional information is available.